Event description:
During stent assisted coil embolization of a left carotid aneurysm, the unspecified microcatheter reached the lesion successfully; however, the enterprise stent (enc452212/10314343) could not deploy when it reached the lesion, and later a deltapaq (cdf10015230/c21104) coil stretched. The catheter had been placed distal to the target site prior to advancement of the enterprise to the target site, followed by an attempt to withdraw the catheter to deploy the device. It was reported that also there was an attempt to deploy the device by pushing it out of the end of the catheter. The enterprise did not appear damaged. The device was exchanged for a new one to continue the procedure. During positioning, of the fourth coil, a deltapaq, it was noted that the coil had stretched. There were no kinks in the microcatheter and an adequate continuous flush had been maintained through the catheter. There had been no resistance at any time during advancement of the coil through the microcatheter. It was unknown if the coil was partly in the aneurysm and partly in the microcatheter when the stretching occurred. It was reported that the microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter, and was unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It was also unknown if coil entanglement with previously placed coils was suspected to contribute to the event or if the coil was positioned at a relative sharp angle to the microcatheter. The entire coil was removed and exchanged for a new coil, the same microcatheter was used to complete the procedure. There was no report of patient injury and no clinically significant delay in the procedure due to the events. As the patient had hepatitis, the device had been discarded.

Manufacturer narrative:
Complaint conclusion: the device had been discarded by the customer and was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, there were procedural/handling factors addressed in the instructions for use (IFU) that may have contributed to the event. The coil may have become stretched if it was withdrawn while entangled with previously implanted coils. In addition, the IFU cautions ¿do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ all devices are inspected for this type of failure prior to being released from the manufacturing facility. Since there was no evidence that the events were related to a manufacturing issue, no corrective/preventive actions will be taken at this time. This is an initial/final MDR.